Manufacturer narrative:
Patient initials are (B)(6). The patient¿s exact weight is unknown, but the patient is reportedly obese. Additional product codes for this report include hty. (B)(4). Device broke intra-operatively with a portion of the device remaining in the patient. A portion of the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.5mm kirschner wire broke into two (2) pieces during a midshaft humerus procedure on (B)(6) 2016. A portion of the broken wire remained inside the patient's intramedullary canal. The malfunction of the device, and the surgeon's attempt to retrieve the fragment, resulted in a ten (10) to twenty (20) minute surgical delay. The procedure was completed without further incident. The patient remained in good condition following the completion of the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint device(s) were received for evaluation: one (1) 2.5mm kirschner wire (k-wire) with trocar point 285mm (part: 292.26 / lot unknown) one (1) 10.0mm cannulated drill bit large quick coupling/190mm (part: 360.05 / lot number: u219211). The complaint condition for the k-wire was likely caused by not having the drill bit completely horizontal over the k-wire; it was mostly likely at a slight angle over the k-wire causing it to come into contact with the instrument resulting in tip breakage. Both instruments can be utilized in the depuy synthes titanium cannulated humeral nail system. The k-wire is used to aid in the insertion of the nail and to help guide the drill bit during opening of the medullary canal. Upon visual inspection of the complaint device, it can be seen distal tip has been sheared off from the device and was not returned. A definitive root cause was unable to be determined; however, based on the complaint description, the cause of the complaint may have been due to having the drill bit completely horizontal over the k-wire. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the drill bit interfered with the k-wire after it was inserted into the bone causing it to break into two (2) pieces. The procedure was completed successfully. This report is 1 of 2 for (B)(4).